Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on november 02, 2017: at the start of an evlt procedure, when the fiber was connected to the laser unit, it was noted the fiber appeared to be red in color. The fiber had not been fired. The device was set aside and a new of the same device was used to complete the procedure. There was no harm or injury to the patient due to this event. The disposable device has been returned to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was one used evlt fiber. There were no noted visual defects of the fiber shaft. The fiber was connected to a laser unit. When fired, the aiming beam was doughnut shaped and the part of the fiber located under the handle was glowing. An evaluation of the cleaved end of the fiber noted the sma was chipped. The reported complaint description of "fractured fiber" cannot be confirmed as there were no defects or damage found to the fiber. However, during functional testing, it was noted the sma was damaged. Damage to the cleaved end of the fiber would cause poor laser transmission from the end of the fiber. This can happen if the sma is not properly coupled to the laser unit. The most likely root cause for the damaged sma is due to handling by the end user when connecting the fiber to the laser unit. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing of the disposable fiber, each fiber receives two 100% inspections and one aql inspection in which the fibers are tested fired and the power output is verified. After the fiber is power tested, manufacturing visually inspects the cleaved surface under 80x magnification for damage. Prior to packaging, a dust cap is placed over the sma connector to prevent damage. The user manual, which is supplied to the end user with this unit, states "leave the cap on the sma connector in place during the uncoiling process and only remove when connecting it to the laser. To verify the integrity of the fiber, check the fiber for any breaks by overall visual inspection. Ensure the laser is in ready mode, and direct the aiming beam at a flat, white surface positioned 50-70 mm away and examine the spot formed. The central spot should be symmetrical and the outer circle uniform in both intensity and shape." Due to the increased frequency of damaged sma's on never touch fibers, a new crimp machine design was initiated. The new machine design will more accurately position the sma fitting on the end of a fiber during the crimp cycle such that the end result will be a glass core that is flush or slightly recessed relative to the end of the sma fitting. The improved crimp machine alleviates the glass core protrusion issue which can result in handling damage to the sma. The new machines were released to production september 26th, 2017. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).